Event description:
A malfunction alarm identified as "malf 12" was reported. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided reset instructions for the pump and assisted the caller in resetting it, after which the malfunction did not recur. The customer was advised to continue using the pump and to report if any further issues arose.